Manufacturer narrative:
Sc1-cap locked in place properly during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on 02/23/2026 05:11:23.000 through 02/24/2026 11:57:01.000, with several alarms noted. Line=778 file=121. Pump error 38 was also found on 03/25/2026 00:31:41.000 and 03/25/2026 00:32:59.000. Line=726 file=121. During testing, unit failed rewind test when unit displayed pump error 37. Unable to proceed with prime/seating test, basic occlusion test, force sensor test, and displacement test due to persistent pump error 37 during rewind. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly. However, corrosion was found on the motor home switch, causing the pump errors. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations for pump error 43 and pump error 38 were confirmed when both alarms were noted during download history review. Additionally, unit alarmed pump error 37 during rewind, caused by corroded motor home switch. Due to moisture damage noted. Isolate to motor assembly and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm but was unable to complete the rewind process. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.